Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaws were misaligned. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the instrument was returned in good visual condition the jaws properly aligned and empty; however the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled the lockout posts were noted to be broken, which denotes that the lockout had been fired through. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.